Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited an anomaly. A lead revision was performed and the lead malfunctioned again. The lead was capped on (B)(6) 2006. The lead was explanted on (B)(6) 2006.